Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens investigated the issue. Siemens guided the customer to inspect the system and replace the sample 2 (s2) probe due to its elevated counts. The system was fully functional upon s2 probe replacement. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide patient results.